Manufacturer narrative:
The actual device was returned to plant manufacturing for investigation. During testing, the cycler operated as designed. The cycler alarm history was reviewed and indicated the most recent alarms being ¿pl patient line is blocked¿, ¿dc drain complication encountered¿. The internal, visual inspection of the received cycler unit encountered no discrepancies. Simulated cycle testing of the cycler encountered no discrepancies. A device history review found no related problems to the reported complaints.

Event description:
A peritoneal dialysis nurse reported that the cycler had not properly drained the patient in over one week. An exact number of days was not available. Subsequently, the patient experienced overfill and weight gain. The nurse reported that the patient also experienced catheter issues which contributed to the weight gain. The patient then underwent two treatments in center of hemodialysis. The patient has since returned to peritoneal dialysis treatment with a new cycler and has experienced no further issues. The patient's weight has returned to stable.